Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center stopped transmitting video. The issue was identified during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure stop transmitting video was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty video connector, error b30 (scope communication error) and faulty patient board set. A root cause could not be identified. Based on the results of the investigation, the most probable cause of stop transmitting video due to faulty patient board set. Additionally error b30 (scope communication error) cause due to faulty video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.